Event description:
It was reported that bd neoflon yel 24ga IV cannula catheter tip integrity. Cannula material splits into 2 when entering. When the cannula is removed from the package, deformation is observed at the tip. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and 15 samples submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the samples. Analysis of the samples showed no defects or damages. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated.

Event description:
Cannula material splits into 2 when entering. When the cannula is removed from the package, deformation is observed at the tip. When did the incident occur? During use.